Event description:
Patient presented with high impedance and was referred for x-rays and to surgery. Per the physician, the x-ray images showed no fractures. The x-rays will not be shared with the manufacturer. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was obtained noting that the patient underwent surgery and once the lead pin was fully inserted the impedance was within normal limits.